Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the ail, rear case, and tower cover were all broken. No patient involvement was reported.

Event description:
It was reported that the ail, rear case, and tower cover were all broken. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they [insert parts replaced broken bezel, ail, rear case, door assay light house, third party door latch and corroded iuis. A review of the device history record for (B)(6) was performed from date of manufacture 04/28/2008 to present date 09/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.